Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the supplier and evaluated. It was reported that the device had had scratches. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: scratch on lens, broken lenses, minor scratches on the unit. The device was however deemed non-repairable and was scrapped as per the instructions from the customer, hence is unavailable for further evaluation. The user error was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer that before an unknown procedure on (B)(6), it was observed that the coupler ac ffl 19 device had scratches. During in-house engineering evaluation, it was determined that the device had broken lenses. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.